Event description:
It was reported that the customer had normal blood glucose levels of 74 mg/dl. The customer reported being hospitalized for non- diabetes reasons. The customer was hospitalized for a cardiac evaluation but the hospital found issues with the customer's kidneys and was admitted overnight. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).